Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window and cracked reservoir tube lip. Device downloaded properly to carelink pro.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 490 mg/dl, which was treated with a manual injection. Customer reported having high ketones. Blood glucose level at the time of the call was 490 mg/dl. The customer reported that he had erratic blood glucose levels throughout the day of the call. Caller also reported a no delivery alarm. Customer declined to complete troubleshooting and requested a replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.